Event description:
Pt in wheel chair was placed on wheelchair lift. As lift was being lowered from the bus the cable broke and wheelchair fell off onto the ground. The lift was a few inches from the ground and an attendant was holding onto the wheelchair. There was no apparent injury to the pt.